Event description:
The consumer reported that his stimulator was not working. It was clarified that the patient had fallen two or three years ago and was put on bed rest. The patient met with a manufacturer representative who indicated that the stimulator had tried to reset itself and instead of the patient having three settings he now only had access to one setting. The patient stated that it would not recharge and he was sent a new antenna and was able to use it until it ran out and he plugged it back up to the recharger with the green light, but it never came on. The indication for use was spinal stenosis. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.